Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Nurse calling on behalf of patient complaining the true result meter is reading low when comparing to true balance meter, which read 270 mg/dl while trueresult read 105 mg/dl. Customer is asymptomatic, with no changes in diet or medication. Insulin dependant patient. No medical assistance is required at this time. Customer's normal ranges are from 130-160 mg/dl. Strip expiration date is 06/29/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Reviewed meter memory: 105mg/dl (B)(6) 2015 08:30:00 am fasting:yes; 177mg/dl (B)(6) 2015 08:30:00 am fasting:yes; 167mg/dl (B)(6) 2015 08:30:00 am fasting:yes; 162mg/dl (B)(6) 2015 08:30:00 am fasting:yes; 182mg/dl (B)(6) 2015 08:30:00 am fasting:yes. Customers concern: 105 mg/dl.